Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific crm received information that post explant, the right atrial (ra) lead sensing measurement decreased from 1.5mv to 0.3 mv. It was also noted that the threshold measurements had increased to 4.5v at 1.0 ms. A lead revision was performed and the physician opted to explant the lead. A new non-boston scientific ra lead was successfully implanted.